Manufacturer narrative:
The return catheter shows several appearance defects on the pa tube (kinks and pinching). User data show fluctuating values over the monitoring period, with apparent noise on the curve throughout the recording period. Functional tests carried out in water reproduce the noise observed in use. Investigations are still underway to try and explain the origin of this defect. The risk is taking into account in the product risk analysis. The benefit risk ratio remains positive.

Event description:
Disturbances on the icp curve on the pressio when on power but ok when running on the batteries. Icp value jumps between 0 to 100 mmhg quickly (within one second).

Event description:
Disturbances on the icp curve on the pressio when on power but ok when running on the batteries. Icp value jumps between 0 to 100 mmhg quickly (within one second).

Manufacturer narrative:
The incident date is unknown.